Manufacturer narrative:
Investigation results: the visual inspection showed that the hemopro tissue welder had a broken shaft approximately 5.75" from the handle and the electrical conducting wires were exposed at the point of break. The material at the point of break appeared to have been elongated with some indentations on one side of shaft. The ends of the shaft appeared to match and there was no missing parts (complete assembly). The o.d. Measurement of the shaft was within specification. The reported failure was confirmed. A lot history record review was completed for the product and there was no non-conformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke off while inside the patient's leg. The c-ring was retrieved through the original incision. A second device was opened for the procedure and it was reported that the sheath insulation broke off the device. Staff retrieved the broken piece from the patient through the original incision. No additional intervention was required. A replacement unit was used to complete the procedure. The hospital did not report any patient complications as a result. This report is for the second device.